Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer has the facility on the phone saying that the legs do not stay locked in or out, they move by themselves. Facility was instructed to use locktite on the threads, but the problem still exists. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.